Event description:
Health professional reported 1 day after injection with 1 syringe of juvederm ultra plus xc in the nasolabial area and below the lip on the chin, the patient developed burning and redness. Approximately 4 days after onset, the patient additional developed "little white bumps in the nasolabial area" and described that their "mouth was raw." The patient has been provided arnica, benadryl, and ice as treatment. The symptoms are on-going.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The events of redness, burning, "raw mouth", and little white bumps are physiological complications and analysis of the device generally does not assist allergan in determining probable causes for these events.